Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the esophagus during a stent placement procedure performed on (B)(6) 2019. According to the complainant, after the stent was fully deployed, the stent failed to expand. He stent was removed from the patient using forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: the hot axios stent was being implanted in the esophagus; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.